Event description:
It was reported the pt was implanted with a sparc sling sys on or about (B)(6) 2009 to treat her stress urinary incontinence and pelvic organ prolapse. The pt experienced mental and physical pain and suffering, erosion of internal bodily tissue dyspareunia, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.